Event description:
This spontaneous case report was received by regulatory authority from a (B)(6) female consumer in (B)(6) on 15-apr-2016 and forwarded to bayer on 04-aug-2016. The consumer's concurrent condition included nickel allergy, chronic fatigue syndrome, and fibromyalgia. On (B)(6) 2007 the consumer had essure (ess205) (fallopian tube occlusion insert) inserted. The placement was painful. Consumer vomited all over. Consumer experienced abdomen pain, eczema, increase or heavy blood loss during menstruation, lower back pain, nagging/ bruised feeling in the uterine area, short cycle, longer period, and sarcoidosis. She reported problems with daily tasks. She contacted a doctor. Essure (ess205) was removed on (B)(6) 2016. Two fallopian tubes were removed. Consumer was recovering. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdomen pain and sarcoidosis. Abdominal pain is listed in the reference safety information for essure while sarcoidosis is unlisted. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality between the event abdominal pain and essure use was assessed as related. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event sarcoidosis was considered unrelated. This case was regarded as incident since essure removal was required (intervention required). Other nonserious events were reported. Technical analysis has been requested. No further information is expected from consumer.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 09-sep-2016: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 13-sep-2016 for the following meddra preferred terms: abdominal pain: the analysis in the global safety database revealed 722 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced abdomen pain and sarcoidosis. Abdominal pain is listed in the reference safety information for essure while sarcoidosis is unlisted. Abdominal pain may occur within consumers under essure use. Thus, based on a positive temporal relationship, essure safety profile and lack of alternative explanation, the causality between the event abdominal pain and essure use was assessed as related. Essure is a method of local, mechanical action, being very unlikely its systemic influence (excluding an eventual allergic reaction to nickel and/or titanium).therefore, causality between this device and the event sarcoidosis was considered unrelated. This case was regarded as incident since essure removal was required (intervention required). Other nonserious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information is expected from consumer.